Event description:
This procedure was to be performed on the right sfa. The physician could not cross the lesion with the protege everflex. The physician attempted to retract the stent delivery system back through a 6f sheath, but resistance was met. While retrieving it back to the sheath, distal 1cm could not be repositioned and detached from the stent body. The physician removed the 6f sheath and placed an 8f sheath in the left groin. The detached part of the stent was eventually retireved by a snare in the iliac artery and removed through the 8f sheath. No injury to the patient reported.

Manufacturer narrative:
A review ofthe manufacture records for this device did not reveal any discrepancies relevant to the reported event. Hospital did not release.